Event description:
An ipp device was implanted on 10/24/94. Information received on 3/21/97 indicates the patient states, "a lot of tenderness at head of penis-I've been really sore this whole time. Said he's being treated by dr. For a tough hidden infection." Add'l lot/serial number ak879 007.